Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for an inability to track the system through the patient anatomy was confirmed based on the available information. Available information suggests patient factors likely contributed to the event as the customer reported "access vessel calcification was mild, there was moderate-severe access vessel tortuosity". Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, during a transfemoral tavr procedure with a sapien 3 ultra resilia valve, a rupture of the descending aorta occurred. As the valve passed through the curved segment of the abdominal aorta, the curvature intensified between the valve and the flex tip. When push-pull manipulation of the device was performed, the curvature was resolved; however, the systolic blood pressure simultaneously dropped to 60 mmhg. A rupture of the descending aorta was suspected, and cardiopulmonary resuscitation and ECMO were initiated. An attempt was made to remove the device, but the thv valve remained immobile at the curved segment. Ultimately, only the device was removed, leaving the thv valve in the descending aorta. Subsequently, a decision was made to perform stent graft treatment for bleeding in the thoracic aorta. The crimped thv valve was located in the abdominal aorta, and a stent graft was deployed inside the thv valve. Contrast imaging revealed no leakage around the stent graft, and vital signs stabilized under ECMO support. The stent graft deployment sufficiently straightened the thoracic aortic curvature to a degree that allowed device insertion. A 2nd kit was opened, and the 2nd s3 ur valve was successfully deployed. Thoracic drainage was performed, and continued bleeding was observed. CT imaging revealed bleeding near the 1st thv valve located outside the thoracic stent graft. Therefore, the valve was retrieved and hemostasis was performed via the thoracic cavity. The patient was transferred from the operating room under mechanical ventilation and ECMO management.